Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v159776, implanted: (B)(6) 2008, product type: lead. Product ID: 3387s-40, lot# v159776, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a66, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a66, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) turned as the patient did activities. The ins was implanted in the patient¿s left abdomen. In the last four months, the ins had turned diagonal and caused the patient discomfort. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.